Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a fusiform 51mm diameter and 105mm in length abdominal aortic aneurysm. The proximal neck was 25 mm in diameter and 23 mm in length. The left common iliac artery was 10-21mm in diameter and the right common iliac artery was 14-22mm in diameter. The right internal iliac artery measured 20mm in diameter and the left internal iliac artery measured 21mm in diameter. The right external iliac artery measured 5mm in diameter, and the left external iliac artery is 6mm in diameter. Note: the patient had deteriorated renal function and type b dissection of descending aorta. It was reported that bifurcate and the contralateral limb was successfully implanted. The physician was using another manufacturer¿s balloon for touch up when the right common iliac artery ruptured as touch-up was being carried out. The bottom of the renal artery was urgently occluded with the balloon, and the right internal iliac artery was coiled. After that, an endurant 16x10x124 was implanted in the external iliac artery. However, the patient¿s blood pressure was unstable. Therefore, open surgery was carried out (ruptured iliac artery was sutured). No additional clinical sequelae were reported and the patient is being monitored by the physician. The physician commented that the ruptured common iliac artery was caused by excessive pressure with balloon during touch-up.

Manufacturer narrative:
(B)(4).